Manufacturer narrative:
Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported via phone call that their insulin pump's screen was damaged making it difficult to read. Customer stated the insulin pump had cracks and scratches due to their line of work as it was exposed to the brush outside. The customer also reported that the sensor glucose has about 50 points difference from the blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.